Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -07.50/+2.5/090 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2021. The lens was removed on (B)(6) 2023 due to lens rotation not associated to a low vault. The lens was repositioned on (B)(6) 2022 but the problem was not resolved, so the lens was removed. The lens was replaced with a same length but different model and power lens and the problem was resolved.

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 - device code: 1494 - this lens model is contraindicated for patients with age less than that of 21 years. Claim # (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned in a microcentrifuge vial, with moisture on product. Visual inspection found no visible damage to the lens. Dimensional verification was performed and the lens was found to be in specification. Claim # (B)(4).